Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-jul-2025, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 04-jun-2025, UDI#:(B)(4) g2: the country of the event is br. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the electrodes presented high impedance causing a return of symptoms. No contributing factors were reported. Impedance tests were performed. Surgery was performed to replace the electrodes and ins. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed the ins was functionally okay. There were insignificant anomalies. Device analysis for lead (B)(6) revealed conductors #0, #1, #5-7 and the braid were broken 21.9cm from the distal end, at injex anchor site. Device analysis for lead (B)(6) revealed conductors #0, #2-4, and #6 were broken 16.4cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.